Event description:
It was reported that during the meniscus repair, after t1 deployment, the t2 implant was not deployed while the deployment knob was depressed. Nothing remained inside the body. The procedure was completed with another fast-fix 360.

Manufacturer narrative:
Evaluation, method, conclusion: other, no product returned for evaluation. Examination was not possible, as the devices will not be returned. A review of the device history records and quality records associated with these manufactured lots confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).